Event description:
It was reported that the implantable cardiac monitor exhibited backup. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.